Event description:
It was reported that (1) ems device was used during a laparoscopic hernia repair. It was reported by the rep that after firing the stapler several times it jammed, lodging staples in the tip of the instrument. The instrument was set aside and another stapler was used. The same thing happened to the second stapler. There was extended or time by 5 minutes. It is unknown how the case was completed.